Event description:
The tip of the instrument broke off in the trial, causing a 20 minute delay.

Manufacturer narrative:
Examination of the stem trial extractor confirmed the tip was fractured. The root cause is attributed to misuse. Evidence was found suggesting the extractor was levered from side to side in an effort to remove the stem trail resulting in the fracture. Based on the investigation determination of suspected misuse as the root cause, no corrective action is being pursued. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.